Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and delamination of the valve. Leak test, visual and microscopic analysis was performed which identified: delamination of the valve (>75% total separation), striated opening on posterior and white particles inner the device. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a striated opening assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side valve leak. The device has been explanted.